Event description:
Perhaps you could suggest that if a person thinks that they may bite down on initial fitting, then they may wish to utilized their thumbs to push-up as opposed to biting down. And for each additional step of 2 units. First lasted as needed then I discarded! Second delaminated from maybe biting down too hard? Great personal experience w/that issues from time to time. Thank you! I'll tell my friends.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.